Event description:
It was reported the patient¿s stimulator would turn off. They were trying to turn stimulation down, but accidentally turned stimulation off. The patient did not feel stimulation. The patient would then have to urinate. Stimulation would not increase. The patient turned their stimulator off due to having to urinate when the pulsing stopped. The issue started suddenly five days prior to call. They were up all night going to the bathroom. There were no falls or traumas associated with the issue. The patient had always felt stimulation on and off. While on the call, stimulation was confirmed on. The patient was at 0.0 v on program three. Increasing to 0.85 v resulted in stimulation sensation. The patient then decreased to 0.80 v and eventually felt stimulation. The patient¿s buttocks felt tight. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0njxz, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not have concerns regarding their device or therapy.